Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The bravo delivery system was inspected under magnification and adhesive was noted on the nose of the delivery device and at the capsule attachment point. The handle had been rotated more than 1/8th of a turn and had broken off. All parts were returned. It was reported that the capsule failed to detach from the delivery system during use. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: the plunger was rotated more than 1/8th of a turn. The product analysis noted evidence that the device was not used as intended. Do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Correction: removed a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that capsule did not detach from the delivery device. Physician manually broke the handle to be able to remove the capsule. Capsule did not attach to the esophagus either. Second capsule was used and worked properly. There was no patient and user harm.

Event description:
It was reported that capsule did not detach from the delivery device. Physician did the manual break to be able to remove the capsule. Capsule did not attach to the esophagus either. Second capsule was used and worked properly. There was no patient and user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.